Event description:
The reason for call was patient (pt) reported that they were having a little problem with their stimulator. Pt stated that when they go to their recharger app, it would show on the screen that the implantable neurostimulator (ins) battery was charged to 100% but after 2 minutes the therapy would turn off. Agent clarified -- pt stated that the ins charges properly though it's hard to find the right spot sometimes, but the handset would suddenly display a screen that shows the ins battery at 100% and "therapy is off". Agent reviewed that therapy typically turns off when the ins battery is too low and instructed the patient that they would need to turn it back on once the battery is sufficiently charged. Pt seemed to be unfamiliar with the devices and had difficulty following the troubleshooting steps due to confusion. Agent walked caller through the process of connecting to the recharger app. While connecting to the recharger app, pt got a "device not found, mdt manager" message and the wireless recharger started to flash a yellow light. Agent had pt reset the wireless recharger and tried to connect again; pt was able to successfully connect with excellent connection and confirmed that the therapy was off. Pt couldn't turn the therapy on and said that they couldn't find the button to turn it on. Agent guided the patient in turning the stimulation back on through my stim app; pt was able to turn their therapy back on and confirmed that they were in group c. Agent reviewed the names of the external devices and its general use. The troubleshooting steps that were taken on the call resolved the issue. Agent had difficulty understanding the pt but did their best to document relevant information. Patient called back and repeated information on this case. Patient explained that on the recharger application the ins battery shows 100% and therapy was off. Patient says that their therapy keep showing off. Agent had the patient turn off the recharger and use mystim app instead. Upon accessing mystim app, patient saw service code 301: communicator battery low. Agent had the patient charged the communicator and was able to see their therapy screen and therapy was on. Patient checked ins battery and showing ins 100% and communicator 15%. Patient mentioned that they were told to use the recharger every 30 minutes hence ins always showing fully charged. Patient also mentioned getting a letter based on the prior call but mentioned that there was no questions to answer. Patient had a difficulty focusing on the instructions provided. Agent had to explain multiple times before patient managed to understand the device usage. Agent advised to only charge the ins when it depleted and not every 30 mins. Patient was very concerned of not using the recharger during the call. Agent had to explain device function. Agent informed patient to let the communicator charging as they are seeing an orange and blue light blinking. Agent reviewed information on how to check ins battery and recommended to recharge ins when ins battery dropped to 40-50%. Patient called back and repeated information on this case. Patient explained that on the recharger application the ins battery shows 100% and therapy was off. Patient says that their therapy keep showing off. Patient stated they did everything they were told to do and they were told they did not have to recharge daily, but after a couple days now it was 'not letting them in.' Agent asked for clarification, but patient had an extremely hard time explaining the reason for call. Patient stated they go into the recharger application, and it will not even pick up the 'stimulation' and shows 100% for the implant and 500% for the therapy. Agent asked where patient was seeing 500 anywhere or if it was an alert code, but patient could not confirm. Agent had patient turn recharger on and enter recharger app. Patient reported recharging good then excellent with implant at 100%. Patient stated therapy was on, and they do not see the 500 number anymore. Patient stated they had a hard time finding the stimulator and a hard time getting it to connect. Patient stated before it would go to 500 immediately. Agent assumed patient was referring to alert code. Patient stated the quality was fine now, but kept going off on them previously and their back was hurting really bad and claimed therapy would turn off. Agent reviewed for patient to contact healthcare provider if issue was with stimulation turning off. Patient stated they tried to contact medtronic rep (see secure note) the day before yesterday and again yesterday, but the rep did not contact them back. Agent made best attempt to document comments made by patient despite struggle to provide clear reason for call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were unable to get the mystim rc to function. The stimulator had a flaw, it would turn off. It would not stow degree of using the amount of power. The patient stated their problem was fixed. The patient stated a manufacturer representative (rep) showed them steps of how to go through the process.